Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during non-invasive ventilation of a patient. An acoustical signal was generated and the display was black. The device was taken out of service and sent to the manufacturer. No patient injury was reported.

Manufacturer narrative:
The concerned device is an intensive care ventilator "lnfinity acs workstation nc" which consists of the main components cockpit infinity c500 (user interface and monitor) and the ventilation unit babylog infinity vn500 (pneumatic functions and a small oled display). The reason for the reported event was a hard disk error. An error of the hard disk leads to a warm start of the display unit cockpit infinity c500. If the hard disk is not accessible during the warm start, the boot process of the cockpit cannot be completed. A corresponding error message is displayed on a black background and the acoustic auxiliary alarm is activated after 45 seconds at the latest. Ventilation is continued with the set parameters. Safety-relevant parameters such as fio2, minute volume or airway pressure are shown in the additional oled display, where the user can see the current ventilation.the black screen and the audible alarm can be confirmed, but contrary to what the customer said, ventilation was not interrupted. After investigation the event is therefore classified as not reportable. The device was repaired and handed over to the customer with the latest software version ready for operation.

Event description:
It was reported that the device failed during non-invasive ventilation of a patient. An acoustical signal was generated and the display was black. The device was taken out of service and sent to the manufacturer. No patient injury was reported.